Event description:
It was reported that during a thorascopic sympathectomy procedure, the instrument stopped functioning during the procedure. When the surgeon removed it from the patient, the tip fell/broke off (outside of the patient). The surgeon used another device to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.

Event description:
On an unreported date the patient began peritoneal dialysis (pd) treatment with dianeal pd4 ambuflex, 2.4 liters/4 cycles with a last fill of 2 liters (frequency not reported) (total daily fill 11.6 liters), and dianeal pd4 ultrabag, 2 liter midday cycle, intraperitoneally (ip) for automated peritoneal dialysis (apd) and continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, a sample of peritoneal effluent was cultured and a gram stain was performed to see if the previous event of bacterial peritonitis had resolved. On (B)(6) 2010, the patient was diagnosed with bacterial peritonitis. The nurse reported that this was a different bacteria from the first episode of peritonitis. The patient did not require hospitalization. The patient was treated with vancomycin ip (dose, frequency and administration dates not reported). There was no evidence of a tunnel or exit site infection. On (B)(6) 2010, the patient had a repeat gram stain performed. The results showed gram positive with 4 (few) wbc(s). At the time of reporting, the bacterial peritonitis resolved. On (B)(6) 2010, the patient completed antibiotic therapy. The root cause of the bacterial peritonitis was unknown, but the nurse believed that there was possible contamination. The patient was retrained on aseptic technique. Pd therapy was not interrupted and the dosage was not changed. The patient's concomitant medications were not reported.